Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured because of a calcified lesion. There was no reported patient injury. Additional information was requested but not provided.the device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was ruptured because of a calcified lesion. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. A kinked condition was observed on the sealant sleeves. Additionally, a non-cordis catheter sheath introducer (csi) was returned and found inserted onto the device. The balloon was deflated, and the core wire was present. The atraumatic tip exhibited no signs of damage or abnormality. No further anomalies were observed during the visual inspection. A dimensional analysis to measure the slit length of the sealant sleeves could not be performed due to the kinked condition of the sleeves. A functional evaluation was carried out using the returned catheter sheath introducer. The introducer was successfully inserted and withdrawn from the device without any friction or resistance. However, the inflation/deflation test could not be completed due to a leak identified in the balloon. A high-magnification microscopic evaluation was conducted to assess the balloon surface, which revealed a tear. This tear was consistent with the leak observed during the inflation/deflation attempt. A product history record (phr) review of lot f2504803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the tear found on the balloon could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (the balloon was ruptured because of a calcified lesion) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. Additionally, vessel characteristics and/or procedural/handling factors likely contributed to the kinked/bent condition of the sealant sleeves as well. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, phr review, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.